Event description:
It was reported that the 9600+ system displayed a collimator iris error. There was no report of pt injury.

Manufacturer narrative:
The svc call was cancelled by the customer. In house engineer made repairs. No add'l info provided.